Manufacturer narrative:
(B)(4).

Event description:
The customer reported that 22.5 dipoter cc4204a collamer single piece lens was torn by the injector overriding the lens during insertion. The lens was removed and another same type of lens was implanted without any patient harm.

Manufacturer narrative:
The device for this complaint was not returned for evaluation but the lens was returned. Visual inspection of the lens found the lens torn into two pieces. The lens was returned in liquid and there was evidence of clear surgical residue. Per medical review - reportedly, the injector overrode the lens causing the tear in single-piece collamer iol and requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. According to the report, by a nurse, dated on (B)(6) 2015 another lens of same model and diopter was successfully implanted. Based on the complaint history, medical review and the evaluation of the returned lens. A specific root cause of the event could not be determined. (B)(4)..

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. A work order search was performed and no similar complaints were found within the work order.based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined.(B)(4).